Event description:
It was reported that on (B)(6) 2019 the system was explanted and replaced due to reported rv lead fracture. The physician was not able to find an adequate location for an lv lead therefore the lv port was plugged. The patient will be evaluated for an epicardial lead implant. It was later noted that two epicardial leads were placed, a ¿y¿ adapter was used, and the lv was programmed unipolar.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No further information available.

Event description:
Related manufacturer reference number: 2938836-2019-04877. It was reported that noise on the rv and ra leads were observed. The patient has a pending appointment with the physician to discuss extraction.

Event description:
New information notes that the patient condition was fine before, during and after the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.